Event description:
It was reported the patient arrived to the hospital and right ventricular (rv) cardiac perforation was observed. The event was resolved by explanting the rv lead. A new rv lead was unable to be implanted due to difficult intervention. Further information was requested but is not yet available.

Manufacturer narrative:
The reported event was lead perforation. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood/ tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported the patient arrived to the hospital indicating they were not feeling well and right ventricular (rv) cardiac perforation was observed resulting in pericardial effusion and cardiac tamponade. The event was resolved by explanting the rv lead. Following the explant the patient indicated they had pain in their neck. A new rv lead was unable to be implanted due to difficult intervention. The day after the lead was explanted the patient was recovering in stable condition.